Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after giving a flu shot with a 23 g x 1 in. Bd eclipse¿ hypodermic needle, a nurse activated the safety shield, the shield failed to cover the needle, and the nurse obtained a contaminated needle stick injury. The nurse was treated with initial first aid treatment followed by standard blood borne pathogen protocol and subsequent follow-up.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 5352482. A manufacturing review revealed that no abnormalities with preventative maintenance, calibration, or equipment that could have influenced this issue. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd is not able to duplicate or confirm the customer¿s indicated failure mode. However, CAPA (B)(4) has been initiated to identify and address the potential causes of safety shield disengagement.